Event description:
A customer contacted baxter's technical service center regarding a negative ultrafiltration (uf) alarm that appeared on the homechoice display during drain 3/4 of peritoneal dialysis therapy using a homechoice device. The drain volume was 1976ml; the uf was -869ml. The fill volume was 2300ml. The technical service representative (tsr) had the caller stand up and press stop then go. The home pt drained back a total of 3611 ml and then moved into fill 4/4. The home pt was not experiencing any symptoms of overfill at the time of the call. The home pt and the nurse were unable to provide any further info regarding this incident or the potential cause.